Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received identified that the entire was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-03898, related manufacturer reference number: 1627487-2020-03899. It was reported that patient experienced infection and wound dehiscence at the left burr hole cover side. The physician removed the left burr hole cover and cut the lead close to the left extension. Excess fluid was drained and both left burr hole cover and the left lead were explanted. It is unknown which burr hole cover was left or right and both are being reported.

Event description:
Additional information received identified that the infection was resolved.